Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have come of in mouths: oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b pro 3d toothbrush heads came off in his mouth. No injury was reported.